Event description:
Reportable based on the device analysis completed on 16aug2025. It was reported that a stent damage occurred. The lesion presenting 90% stenosis, was described as severely tortuous and moderately calcified. A 2.75 x 16mm synergy xd was selected for use to treat a predilated lesion. When the device was removed from the patient it was noted that a scratched stent tip was observed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a loose stent.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube and shaft polymer extrusion identified no issues. The balloon appeared to have been subjected to positive pressure. The stent returned fully expanded on the balloon. Microscopic analysis of the balloon appeared to have been subjected to positive pressure however there was no visible damage to the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. The tip profile was also identified with no issues. Dimensional testing of the stent revealed that no section remained intact, making it impossible to obtain a measurement of the crimped stent outer diameter (od). Review of the maximum stent profile at the time of manufacturing was within the specified limits for crimped stent od. No other device defects or damages were observed during the analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.